Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative and a friend or family member of a patient with an implantable neurostimulator (ins) for dystonia and movement disorders. It was reported that the patient¿s device was turning on and off by itself randomly, and it happened in 2014 and 2015. It was also reported that the patient¿s mother claimed the ins did not turn off by itself in a while. She also stated that the last time could have been due to user error as the patient probably pressed the ¿x¿ button while recharging. There were no symptoms reported with the device turning on and off.

Event description:
Additional information was received from a manufacturing representative (rep). The rep stated that the last information they received was that it was due to user error.